Event description:
A patient reported to a user facility that they had a "radiation skin burn". This patient had a mammogram and needle localization procedure performed on (B)(6) 2010. A selenia full field digital mammography system was used for this patient. No other information was available on the patient's alleged condition.

Manufacturer narrative:
The selenia system was checked by an hologic field engineer and the system was found to meet hologic specifications. Hologic technical support reviewed the system data log files for this patient and the records show the exposures for this particular patient are within specification in terms of x-ray technique and exposure index. Data log: procedure 7444905. Image 1: rlm 29kvp/organ dose 1.81mgy/mas61.9/entrance 7.18mgy/thickness 3.5cm/compression force 141lbs/429 exposure index. Image 2: rcc 29/1.84/88.6/10.9/5.3/18/535. Image 3: rlm 28/1.75/65.4/6.74/3.3/421. Image 4: rcc 29/1.77/86.5/10.7/5.4/11/539. Procedure 7444906. Image 5: rcc 31/2.16/94.2/14.8/6.4/25/499. Image 6: rml 32/2.66/135.8/18.2/7.7/41/484.